Event description:
It was reported that the device was in safety mode, could not be interrogated and the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the patient underwent a replacement procedure and the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the device was in safety mode, could not be interrogated and the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the patient underwent a replacement procedure and the device was successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the device delivered an inappropriate shock. The device has been replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Correction to field h6: device codes. Updated to remove the a071302: inappropriate shock code as the device does not have defibrillation capabilities. Correction to field h6: impact codes. Updated from f10: inadequate/inappropriate treatment or diagnostic exposure to f1001: absence of treatment.

Event description:
It was reported that the device was in safety mode, could not be interrogated and the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the patient underwent a replacement procedure and the device was successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the device delivered an inappropriate shock. The device has been replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the device was in safety mode, could not be interrogated and the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the patient underwent a replacement procedure and the device was successfully replaced. No additional adverse patient effects were reported.